Event description:
It was reported that the target lesion length was angiographically mis-measured, the lesion was longer than believed. Therefore, the selected xact stent did not fully cover the 95% stenosed, completely calcified, right internal carotid artery lesion. There was no device malfunction. A second xact stent was successfully implanted to cover the lesion. During the procedure, the patient experienced right lower partial hemianopia. Carotid duplex showed a patent stent. No treatment was given. Hospitalization was prolonged. The patient was discharged to home on (B)(6) 2010. The partial hemianopia is continuing. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The reported neurological deficit/dysfunction and visual disturbances are known adverse events as listed in xact instructions for use. Reportedly, the target lesion was mis-measured, the IFU states, "the xact carotid stent system is provided in a range of lengths, diameters and configurations. Care should be taken to select the most appropriately sized stent. The xact stent undergoes <8% foreshortening during deployment." Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported cerebrovascular accident (cva) is a known adverse event as listed in xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the initial medwatch, additional information received indicates this was an ischemic, ipsilateral, minor stroke. No additional information was provided.